Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® trace element serum blood collection tubes had an additive abnormality before use. There was no report of patient impact.

Event description:
It was reported that the bd vacutainer® trace element serum blood collection tubes had an additive abnormality before use. There was no report of patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 27-feb-2024. H.6. Investigation summary: bd received 1000 samples and 3 photos for investigation in support of this complaint from catalog 368381, lot number 3290704. The photos were reviewed and the indicated failure mode for abnormal additive with the incident lot was not observed. The tubes show a normal appearance of the additive spray coat pattern. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and no issues were observed relating to abnormal additive as all samples met specifications. 5 customer samples were submitted to the chemistry lab for testing and all results were within the specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during the manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode abnormal additive. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.